Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: 19 loose 10ml syringes were received and visually evaluated. Most samples were observed to have small amounts of attached vertical flash on the tip. The samples had the flash measured via the comparator. The flash on all samples was found to be within specification for this product. DHR review was performed for batch #0083045. Release date: 03/31/2020. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0083045 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: no containment action is warranted as no rejectable defects were confirmed. The small amount of vertical flash observed in the 19 returned samples was acceptable and within specification of 0.025". Root cause description: potential root cause for small amount of flash is associated with the molding process. Rationale: no actions are required at this time.

Event description:
It was reported that 42 bd¿ slip-tip syringes were found with foreign matter attached to them before use. The following information was provided by the initial reporter: "42pcs failed loose flash or attached flash which has the potential to break off during use of the product."